Event description:
It was reported that the lotus edge delivery system failed to re-sheath. Procedure: a 25mm lotus edge valve was successfully deployed in the native aortic annulus with no complications. As the lotus edge delivery system was being re-sheathed a loud noise was heard and the blue control knob (used to re-sheath) would no longer turn. Re-sheathing was not completed and with the nosecone still outside the catheter tip the device was removed through the isleeve introducer sheath without issue. The patient remained stable and no complications.

Manufacturer narrative:
H3: device eval by manufacturer: the lotus edge valve delivery system was received for analysis and reviewed by a bsc quality engineer. The device was returned partially sheathed. No kinks or damages were observed along the length of the device. As part of the initial analysis, the device was inspected under fluoroscopy. No damages were observed from this inspection. Exiting from the outer sheath was approximately 4.2 cm of the nosecone and nosecone extension. An attempt to fully re-sheath noted that the handle could turn before it eventually jammed. No taut/tension was noted on the outer sheath. The blue control knob was removed and no damage was noted to the ring gears. Damage was visible in the release collar circumferential rail. This was consistent with the force limiter ear driving through the circumferential rail. There did not appear to be any damage to the force limiter ear. Examinations of the handling housing identified that the force limiter inner carriage ears were not running / aligned in the handle housing rails. Further analysis identified that the rail on the right-hand handle housing was broken approximately 7cm distal from the lead screw bearing. This break would have resulted in the force limiter inner carriage ears popping out of the rail and not feeding into the lost motion barrel during re-sheath. The mis-alignment of the force limiter inner carriage ears and the lost motion barrel lead to a jam up of the handle/ complaint incident. No issues were identified with the actual handle components which could have contributed to the break. The damage to the handle components is consistent with the operator attempting to re-sheath too early. As a result, a break occurred in the release collar circumferential rail. For this type of break to occur it would have also lead to increased torsional force on the ears of the force limiter inner carriage which in turn exerted increased force on the rail section of the right-hand housing. The damage is consistent with the user not rotating back from hard-stop with the release collar. This would have put a lot of force on the inner carriage which likely resulted in the break in the right- hand housing rail which unseated the inner carriage.

Event description:
It was reported that the lotus edge delivery system failed to re-sheath. Procedure a 25mm lotus edge valve was successfully deployed in the native aortic annulus with no complications. As the lotus edge delivery system was being re-sheathed a loud noise was heard and the blue control knob (used to re-sheath) would no longer turn. Re-sheathing was not completed and with the nosecone still outside the catheter tip the device was removed through the isleeve introducer sheath without issue. The patient remained stable and no complications.